Event description:
A physician has had five occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophillic, posterior chamber intraocular lens. This particular pt had a phaco cataract extraction, right eye 2000. Pt subsequently developed what the surgeon describes as post-op inflammation; no secondary surgery was necessary. At pt's last visit in 2000, visual acuity was 20/50. Surgeon stated does not feel this is lens related.